Event description:
Customer confirmed the distal cover was split at the top and it was difficult to retrieve from the patient because it had fallen off in the back of the patient¿s throat. The customer does not know if they cause the damage to the distal cover when trying to remove it from the patient. No apply anti-fog agent to the scope lens. Lubricant was applied to the outside of the endoscope, but the physician never applies lubricant near where the distal cover attaches because of the lens. The endoscopy tech confirmed that the distal cover was not damaged after attaching it to the scope and confirmed that the distal cover was attached correctly by gently pulling the cover to make sure it wouldn¿t come off. Other related patient identifier (B)(6): maj- 2315/sn (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide correction to the initial h6 component code. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are presumed to be the following: the cover had minute crack by being pushed at a tilt during attachment to the scope, the crack was not detected at inspection prior to use and/or the crack was developed by stress that was applied on the cover during procedure such as contact with mouthpiece, frictional load by twisting / pushing / pulling the scope in body. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifier: (B)(6). And submitted medwatch 130956.

Event description:
The customer reported to olympus that the distal end cover fell off the single use distal cover while using with the evis exera iii duodenovideoscope. The cover fell off into the patient¿s mouth during the procedure but was able to be retrieved out of the patient successfully. There was no patient harm associated with the event.

Event description:
It was reported that the detached distal cap was likely removed with grasping forceps. The patient did not require any additional medical interventions due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5. Information added to b5 that was inadvertently not included on the initial medwatch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to correct the reporting decision from malfunction to serious injury due to the reported malfunction and include information inadvertently left out from the initial medwatch. This report has been submitted by the importer under this MDR report number 2429304-2023-00210.

Event description:
The olympus representative indicated that that a user error occurred as the customer did not put the cap completely.